Manufacturer narrative:
The product was returned and the failure mode was confirmed. The dual edge shaver blade was visually inspected for damages, and the tip has broken off. Unable to perform a functional inspection due to the broken tip. The probable root cause could be design and/or excessive force. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
The device was received on 09-jan-2015 with a broken tip rather than a bent tip. This constitutes a new failure mode. The previous rationale seen below is not impacted by this change in awareness date. The product was returned and the failure mode was confirmed. The dual edge shaver blade was visually inspected for damages, and the tip has broken off. Unable to perform a functional inspection due to the broken tip. The probable root cause could be design and/or excessive force. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the inner blade edge bent and the outer tube edge then cracked.

Event description:
It was reported that the inner blade edge bent and the outer tube edge then cracked.